Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) with jejunal (peg-j) tube. On (B)(6) 2017, the patient was admitted through the emergency room for aspiration pneumonia. The patient was started on IV antibiotic meropenem and oxygen, and discharged on menopenem. The oxygen was discontinued.